Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The unit was received stuck in a motor error loop during bolus/basal delivery. A motor position encoder error alarm was noted in the alarm history screen; the motor was tested outside of the device and passed but it may have had an intermittent failure that was not detected during testing. The pump was unable to undergo the excessive no delivery test and occlusion test due to the motor error alarms. The following physical damage was also found: cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident was 137 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer confirmed that he had also received a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.